Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were high impedances on contacts zero and one at a stage two implant. The reporter stated that extensions were changed. It was reported that the device was turned on for about ten minutes and the impedances came down a little bit, but not much. The reporter stated that the device was turned off and the values were checked again and it was "just real odd numeric values." It was noted that the lead was put in about a month prior to the report. Additional information has been requested but was not available as of the date of this report.

Event description:
It was later reported the impedances were around 9000, ¿which was not a true open circuit.¿ [omitted information regarding (B)(4)]. It was reported there did seem to be a bend in the lead between contact 0 and 1 when the end cap was removed. It was stated impedances at contacts 0 and 1 were 7000 and 9000 monopolar and contacts 2 and 3 were with in normal range. It was also reported the cause of the high impedances was how the lead end was positioned. Reportedly, the patient had ¿great tremor relief at 1.5 volts monopolar settings continued to do.¿

Manufacturer narrative:
Product ID: 3389s-40, lot# va04wgd, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).